Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device is not available to stryker.

Event description:
Revision surgery - removed all 3 components and place an antibiotic spacer. Patient will be revised at later date.

Event description:
Revision surgery - removed all 3 components and place an antibiotic spacer. Patient will be revised at later date.